Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was unknown mg/dl. The customer stated they did receive a low battery alert prior to the off no power alert. The customer stated that the battery cap is damaged. The customer was advised to monitor the insulin pump and call if problem persist. The customer that we would replace the battery cap.